Manufacturer narrative:
Three samples from the patient were submitted for investigation. For the sample from 21-jan-2026: the testing found that the high concentration of biotin caused the falsely high result generated with elecsys anti-tpo by exceeding the stated threshold for biotin of 10 ng/ml. For the other two samples: the difference in the numeric results between elecsys and vidas devices were due to methodological differences. The clinical interpretation for both results was negative, as the results were below the cut-off. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings. There was no product problem found.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). Sample material from the patient was requested for further investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys anti-tpo results for multiple samples from one patient while using the cobas e 801 analytical unit. The customer suspected interference by biotin taken by the patient. On (B)(6) 2026, sample 1 result was 18.1 u/l. This was the beginning of biotin supplementation by the patient. On (B)(6) 2026, sample 2 result was 87.4 iu/ml. The repeat result was 77.7 iu/ml. Biotin supplementation by the patient was stopped. On (B)(6) 2026, the result using a vidas analyzer was <0.8 iu/ml. On 26-jan-2026, sample 3 result was 14.1 iu/ml. On 26-jan-2026, the result using a vidas analyzer was <0.8 iu/ml.